Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of rupture was received on may 06, 2020 with lot number 2550824. Analysis of the returned device identified; opening extended, red particles on the shell and underweight. A visual and microscopic analysis was performed which identified; sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Explant is in the future.

Event description:
Healthcare professional reported a left side rupture. The device remains implanted.